Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a cardiac arrest, and an external shock was required. This ICD reached the end of life (eol) six month prior, as a result, the device could have reverted to default parameters, which might not have provided the necessary therapy. In addition, due to device programming episodes were not stored. This ICD was explanted due to normal battery depletion and successfully replaced. No additional patient adverse effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a cardiac arrest, and an external shock was required. This ICD reached the end of life (eol) six month prior, as a result, the device could have reverted to default parameters, which might not have provided the necessary therapy. In addition, due to device programming episodes were not stored. This ICD was explanted due to normal battery depletion and successfully replaced. No additional patient adverse effects were reported. The device was already returned to boston scientific.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a cardiac arrest, and an external shock was required. This ICD reached the end of life (eol) six month prior, as a result, the device could have reverted to default parameters, which might not have provided the necessary therapy. In addition, due to device programming episodes were not stored. This ICD was explanted due to normal battery depletion and successfully replaced. No additional patient adverse effects were reported.